Manufacturer narrative:
(B)(4).

Event description:
It was reported " the product was not preforming as desired". Additional information states " the device was misaligned, and he jaws were not working". No patient involvement reported. This issue happened prior to use.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported:" per customer provided information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in april of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were properly lubricated and 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the product was not preforming as desired". Additional information states " the device was misaligned, and he jaws were not working". No patient involvement reported. This issue happened prior to use.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in march of 2022 from lot 06a2244770. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found that the jaws were dislodged from the drive rod making the jaws unable to open and close. It was also found that the knob was detached from the handle causing the knob and shaft to spin continuously. We are unable to determine what might have caused the drive rod to dislodge from the jaws and the knob to detach from the handle, but improper disassembly and mishandling of the device happened at end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported " the product was not preforming as desired". Additional information states " the device was misaligned, and he jaws were not working". No patient involvement reported. This issue happened prior to use.